Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented to the hospital for an explant procedure. It was noted, that the left ventricular (lv) lead was dislodged. The physician explanted and replaced the left ventricular (lv) lead. The condition of the patient was stable.

Event description:
New information notes the patient condition was stable.